Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that log files were submitted for review due to elevated flow estimation values. The manufacturer¿s technical services representative reviewed the submitted log file and observed a trajectory consistent with potential device thrombosis. The patient was asymptomatic. The patient was started on angiomax and the event resolved. An echocardiogram, chest x-ray and lab tests were performed; however, results were not provided. The patient was reportedly stable. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of power elevations was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the power increase could not be conclusively determined. The submitted log file contained approximately 38 days of data. On (B)(6) 2017 at 9:02 the system controller began recording elevated powers above 10 watts peaking at 13 watts at multiple points. Prior to (B)(6) 2017, the power was typically in the 4 ¿ 6 watt range. The elevated power did not affect pump operation and there were no notable alarms active in the log file. Additional information provided indicated that the elevated powers resolved after the patient was started on angiomax. The hospital was unaware of the cause for the elevated powers. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.